Event description:
The reporter stated that air was drawn into the syringe when the syringe was assembled to the manifold and the inner cylinder was pulled. The blue o-ring was broken. No pt injury or treatment associated with this event.